Manufacturer narrative:
Patient weight was requested but is not available from the site. Lot number not available at time of this report as device has not yet been returned to the manufacturer. Device manufacture date is dependent on lot number and not available at this time. Over-torquing of the driver by the user was noted by the medtronic representative at the time of reported event. Part has not yet been returned to manufacturer for evaluation.

Event description:
A medtronic representative reported that a 4.75 solera driver tip broke off during a navigated spinal fusion procedure. It was stated that 6 to 8 screws were successfully placed with the same driver before the instrument broke. Two more screws were placed with a non-navigated driver. The broken driver tip was removed from the patient. The surgeon completed the procedure successfully. There was no impact on patient outcome.

Manufacturer narrative:
As reported, the tip of the instrument is twisted with a small piece broken off.